Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) ranging from 46-250 mg/dl; bg cause unknown. Customer consumed carbohydrates to treat low bg.